Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had a spontaneous shock episode. Twelve antitachy pacing therapy and six shocks were delivered. It was determined this was due to the atrial fibrillation heart rhythm and the patient's condition. The patient was treated with medication resolving the issue.